Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customers problem was confirmed. The moment the device was powered up the device started double beeping, replaced downstream sensor. The root cause was downstream sensor component. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump had a continuous beeping during testing, before therapy began.